Event description:
Customer reports of receiving a sensor error and calibration error. Customer reports that his sensor glucose was 40 and received a threshold suspend and received another calibration error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.